Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implantation procedure, low sensing values were observed. After multiple repositioning attempts, the helix would no longer retract, so a different lead was implanted successfully. The patient was stable.